Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. (B)(4).

Event description:
The patient reports receiving cataract surgery with implantation of the crystalens intraocular lens. Postoperatively, the patient reports dissatisfaction with vision results in the both eyes and states the physician determined that the intraocular lens in the left eye had shifted (presumed lens vaulting). Prk surgery is planned for the left eye. Additional information has been requested from the implanting surgeon.